Event description:
Caller reported aviva system blood glucose results: at 5:01pm on (B)(6) 2013 254mg/dl at 5:00pm on (B)(6) 2013 hi, which on the system indicates a result in excess of 600 mg/dl at 4:59pm on (B)(6) 2013 343mg/dl at 4:56pm on (B)(6) 2013 300mg/dl at 4:54pm on (B)(6) 2013 265mg/dl at 4:49pm on (B)(6) 2013 425mg/dl no adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.